Event description:
The cysto-nephro videoscope was returned to the service center for repeated sampling failures reported by infection control. The issue was found during service maintenance (not in a clinical setting). There was no patient involvement or patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.